Event description:
Manufacturer report number: 2938836-2017-33926. During implant procedure, the helix of the right ventricular lead was unable to retract. The lead was exchanged for another rv lead which was difficult to position and inadvertently placed in the coronary sinus, the physician had a difficult time removing the lead. The lead was eventually removed and an active fixation lead was successfully implanted. The patient was in stable condition during and after the procedure. The physician noted that the surgery was extended by a significant amount of time.